Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the continuity test of the cable's plus and minus conductor passed, however the cross continuity between the plus and minus conductors failed. A short circuit between the two conductors was suspected. (B)(4)

Event description:
It was reported that the temporary pacemaker had pacing failure. The device did not have pacing. A checkup request was received for the patient cable. No patient complications have been reported as a result of this event.